Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patency capsule did not dissolve. It was stated that the patient was symptomatic and the capsule itself was visible on CT scan. An x-ray was performed to verify status of the capsule.